Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system from the insulin pump. The customer's blood glucose reading was unknown. The customer was assisted with reviewing the alarm history. The customer stated that the alarm was a compromised force sensor system alarm. The customer was assisted in performing displacement test. The customer was advised to return the pump with the battery and zero out the basal rates. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. No unexpected a35 error alarm noted during our testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.